Manufacturer narrative:
The hill-rom technician found the lower left siderail would not latch due to some type of liquid on the latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician cleaned the latch arm and adjusted the arm cover to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the pt left siderail will not come up. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).